Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown signal or transmitter alert occurred. Data was evaluated and the allegation was confirmed as a loss of connection for over one hour. The probable cause was the transmitter and app were unable to establish a connection. The reported event of an unknown signal or transmitter alert is reportable based on the finding of a loss of connection for over one hour. No injury or medical intervention was reported.